Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display, charge/battery lasts less than expected, blank display, the screen is discolored and hyperglycemia with no treatment mentioned. The customer reported blood glucose value of 389 mg/dl. The event involved product(s) mmt-332a, mmt-1880l, mmt-242a. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions . No product return is required for mmt-332a. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2025 15:52:00.000, (B)(6) 2024 19:00:00.000. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Unit shows no damage on lcd controller or lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Missing segments/partial display not confirmed. Battery lasts less than expected was not confirmed. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.